Manufacturer narrative:
In previous report the fields product UDI, operator of the device, report source, evaluation results code grid, component code grid, conclusion code grid filled wrongly.in this report the above fields are corrected.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, error code present was found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.